Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 8p13 that has a similar product distributed in the us, list number 4z21, with 510k number k202525.

Event description:
The customer reported a falsely elevated alinity I stat high sensitive troponin-I result for a 57-year-old male patient when running on the alinity I processing module. The following data was provided (reference range is 0-34.0 ng/l): testing performed on (B)(6) 2026: sid (B)(6): at 10:40 am troponin-I result = 20.5 ng/l. Sid (B)(6): at 19:21 troponin-I result = 90.9 ng/l (this result was reported out and was questioned by the doctor) at 22:45 repeat troponin-I result = 23.2 ng/l. Second repeat troponin-I result = 19.7 ng/l. Sid (B)(6): at 21:53 troponin-I result = 24.7 ng/l. Quality control was within range. No impact to patient management was reported.